Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing. A request for technical services (ts) was needed. Ts reviewed the device data and noted that the patient had an elevated heart rate for at least 15 minutes before the oversensing of the t-wave and inappropriate shock was delivered. This was a clear morphology change compared to the resting heart rate. Ts noted that additional investigation would likely require getting the patient's heart rate elevated for an extended duration to assess the current sensing vector or if another sensing vector was more suitable. The patient's location would make it difficult to replicate this situation. Ts noted that it would be appropriate to advise the patient to avoid the activity the patient was doing at the time inappropriate shocks were delivered. No adverse patient effects were reported. The device remains implanted.